Event description:
It was reported this drainage catheter was successfully placed in 2002. It was noted 10 1/2 weeks later the distal portion of the catheter had fractured and detached in the pt. A portion of the catheter was successfully removed endoscopically. Another drainage catheter was successfully placed for continuation of treatment. The physician feels the detached segment will pass through normal peristalsis. The pt's condition is good. This device has not been received for eval. Therefore, a failure analysis is not available. As a lot number was not provided, a device history search could not be performed. Co's follow up revealed this catheter was in place for approx 10 weeks and was being used as a feedng tube which is a non indicated use of this device. Co believes this may have contributed to this event and do not attribute it to the device. However, without evaluating the device, co is unable to determine the exact cause for this event. Co's directions for use state: "the catheter is designed for percutaneous drainage of abscess fluid, biliary, nephrostomy, urinary, pleural empyemas, lung abscesses, and mediastinal collections."